Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device was found to not recognize ac power. The power supply was replaced to address the issue. Additionally, unrelated to the power issue, an error code related to the fan was observed. Evt_fan2_failure upper fan is not spinning due to a stuck impeller, component failure, fan connector not installed, or something failed with the fan drive circuitry. The cooling fan assembly was replaced to address the issue. Also, there was some contamination found so the blower assembly was replaced. There was no report of blower failure due to contamination.